Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. Device evaluation summary: upon visual inspection of one picture #1, an opened box of product code v372h with lot# phbbcjq0 and printed at the secondary packaging the legend of "not for human use" and could be observed. In the picture #2 an unopened foil and no damaged or defect was noted. The products met all specifications for use on patients. Device evaluation summary: one opened box of product code v372h, lot phbbcjq0 were returned for analysis. During the visual inspection of the box, a legend of "not for human use" at the artwork of the product could be observed, resulting in inappropriate information at the cardboard. However, the samples at the inside were reviewed and all the information were according to the requirements of the finished goods product. The products met all specifications for use on patients.

Event description:
It was reported that product was not used on patient. The product is labeled 'not for human use'. No adverse patient consequences. Upon device evaluation, a legend of "not for human use" at the artwork of the product could be observed on the box.